Event description:
Information received from a healthcare provider (hcp) reported that the patient was getting a thoracic spine MRI for a possible infection on the date of this report. The hcp reported that they were using the patient programmer, attempting to get the implantable neurostimulator (ins) into MRI mode. When the hcp was hitting the "on" button on the programmer, the patient felt a shocking sensation up their arm. Later during the call, the patient was able to place their device into MRI mode, which confirmed they were full body eligible. The hcp then confirmed that the patient didn't feel any more shocking when the device was placed into MRI mode. It was unknown whether the infection was related to the device. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.